Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken battery tube threads, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Also, pump was received with intermittent button response due to flattened express bolus and escape button dome switch (creased). No unlocked j2/lcd keypad connector. The insulin pump passed self test.

Event description:
The customer reported via phone call that the top of battery chamber had crack. The customer¿s blood glucose level was 104 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.